Event description:
It was reported that the handpiece was overheating prior to a procedure. There was no user injury reported and backup equipment was available. There was no patient involvement and no allegations of adverse consequences associated with this event.